Event description:
The customer alleged that there was a cidex opa leak from the basin into the internal parts of the unit. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The unit was evaluated at customer's site. The fse replaced the skinner valve v-06, verified the unit with an empty chamber.